Event description:
The consumer stated that during removal of the tampon, the string broke, leaving the tampon inside. She stated that when she tried to remove the tampon, it broke in half and she was not sure if she had removed all of the tampon. The event occurred approximately one week before the consumer saw a physician who confirmed at that time that there were no pieces of tampon remaining inside.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.